Event description:
The customer reported the system displayed a communication error message. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the circuit boards were reseated. The system was then found to be operating as intended.